Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose was high at 29.9 mmol/l and a leak was found in the reservoir. The customer stated the leak occurred at the 250 mark on the reservoir. After completing a set change, the customer's blood glucose went down. Nothing further was reported.